Event description:
It was reported that there were metal shavings coming off the shaver and falling into the patient "right away" at the start of a shoulder arthroscopy. The shavings were removed with another shaver tip. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Microscopic examination showed no nicks, burs or evidence of scraping on the device. When assembled, the inner shaft of the device spun freely in the outer shaft with no metal to metal contact. The device history record for the returned device was reviewed and indicated that the complaint device passed all applicable inspections and tests prior to release.